Event description:
During an unspecified procedure, the endoeye flex 3d deflectable videoscope reportedly "shows ill-connecting performance" as the image was completely black. The device was replaced and the procedure was completed with another similar device. No patient injury or harm was reported.

Manufacturer narrative:
The subject scope was returned for evaluation. The evaluation confirmed the reported "ill-connecting performance"; upon powering up, the image is completely black and cannot be restored. The universal cord is pierced/cut, and failed the leakage test. Additionally, the camera cable unit is wrinkled. The image malfunction is due to a faulty universal cord likely attributed to fluid invasion. A review of the device repair records indicate the subject scope has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the olympus field service engineer, a correction and to update the following sections. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus field service engineer reported, during inspection and testing before use in a laparoscopic surgery, the endoeye flex 3d deflectable videoscope reportedly "shows ill-connecting performance" as the image was completely black. The device was replaced and the procedure was completed with another similar device. No patient harm was reported. There was minimal delay as it only took a couple of minutes to change the device. The device was repaired and returned to the customer.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections. The OEM performed the device history records for the concerned device and no abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It is likely that the video connector board or ccd unit malfunctioned due to fluid invasion, which caused suggested event. Potential causes are: breakage / short circuit of ccd cable or insulation breakdown in ccd. Leakage at universal cord was found from the device, video connector board or ccd unit short-circuited by fluid invasion. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states the following: inspection of the ancillary equipment: turn on the video system center, light source, 3d visualization unit, and 3d monitor. Inspect them as described in their respective instruction manuals. Confirm that the 3d endoscopic image is displayed normally in wli and nbi observation¿ troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. The OEM will continue to monitor complaints for this device.